Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 200 units the previous night, and upon waking up, the insulin gauge displayed 105 units. The customer's blood glucose level was 488 mg/dl, and was addressed with a correction bolus. The customer reloaded the cartridge successfully and received an accurate fill estimate.